Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. (B)(4). Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue of touchscreen is not sensitive to touch. The pse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and passed. Unit returned to full functionality.

Event description:
Customer contacted technical support (ts) stating that unit touchscreen is not sensitive. The customer reported there was no patient involvement. The event date was not specified, estimate used.